Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
It was reported that during central processing, individual fibers of the large suturecut needle driver floor tension are torn. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was not inspected prior to use. During the procedure there was no issue with the instrument. It is possible that the instrument collided with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips, no issues related to left/right (yaw) motion of the grips and no issues related to up/down (pitch) motion of the wrist. There were no cables visibly protruding from the distal end of the instrument. No fragment fell inside of the patient¿s anatomy. The isi csr has already received the complete photo documentation of the defective instruments by e-mail.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the large suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.